Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that it was impossible to screw the healing collar. After the doctor tried with two different healing collars, he decided to removed the implant and placed another, then the healing collar engaged perfectly in the new implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One zimmer tapered screw vent implant was returned for inspection with an attached mount. A visual inspection revealed that the device shows moderate signs of wear and bone tissue attachment about the threaded region. The internal drive feature is confirmed to be damaged and rounded. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs 9658 rev 1-01/15. Information identified: healing collars ¿ for use with tapered screw-vent, screw-vent and trabecular metal implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter and cuff height. The numbers for implant platform and emergence profile show only the initial digit of the related measurement. The device was functionally tested, and it was confirmed that a mating healing collar no longer seats in the damaged drive feature. The alleged complaint is confirmed. A root cause for the complaint could not be determined. (B)(4).